Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a wet heater bag (potential leak) was reported and is known to cause this alarm. The cause of the leak could not be determined, as the bag and supplies had been discarded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during use. The patient was connected at the time of the alarm. It was reported that the heater bag was wet. The customer started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.